Manufacturer narrative:
Pump passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got pump error alarmed. The customer¿s blood glucose level was 11.1mmol/l. Troubleshooting was performed. The product will not be return for the analysis.